Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump was unable to performed the displacement, rewind, basic occlusion, occlusion, excessive no delivery, and prime tests due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported that the numbers on the insulin pump were scrolling on their own and the buttons were not working when he attempted to deliver a bolus. The customer stated the time and screen were blinking and counting backwards. He then received a button error alarm. The customer's blood glucose was 298 mg/dl, which he stated he would treat with a back-up plan. No significant events leading to the alarm were found. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)